Event description:
This customer reported the device would not charge. The device is being returned to philips for eval.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.